Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated an abnormal noise during inhalation due to a defective pressure regulator. The device continued ventilating. However, the patient was removed from the ventilator and transferred to an alternate device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). One pressure regulator was received for investigation. It was installed into a test ventilator in the failure investigation lab. A test lung was also connected and ventilated. No abnormal noises were observed, and the ventilator was able to ventilate the test lung. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.